Event description:
Customer reported the she was having a little bit of problems with insulin pump. Customer's blood glucose was 175 mg/dl. Customer stated her blood glucose has been a little erratic for the past week but she didn't notice the damage on the device until today. The device was damaged on the lcd screen. The device was not dropped or bumped. Customer was not in a car accident. Customer was advised to discontinue use of the device and revert to back up plan. Troubleshooting for high blood glucose was performed. High pressure test was performed and device passed. Cannula was not bent or occluded. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, occlusion test, prime/a33test, excessive no delivery test and displacement test. Unit received with cracked case at display window corners, display window and broken belt clip slot.